Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: review of the black box data revealed data from the date of the complaint, (B)(6) 2012, had been overwritten due to continuous patient use. The data in the black box was reviewed and did not reveal any errors, alarms or warnings related to the complaint. The daily insulin delivery totals were found to correctly reflect the user¿s programmed basal rates. The pump was exercised for 29 hours and was found to be operating within the required specifications without malfunction. Investigation did not duplicate the complaint.

Event description:
The patient contacted animas on (B)(6) 2012 alleging that she had only been using insulin pump therapy (ipt) for two days. The patient reportedly received a reminder to test blood glucose (bg) after a bolus. The patient stated that she tested the bg and it was measured at 200 mg/dl. The patient reported that at 9:51 pm her bg was 206 mg/dl. The patient states she attempted to deliver insulin via the ez-carb feature for 98 carbohydrates by using the ingredients of the dinner items she consumed, and the bolus worked out to 11.21 units of insulin. The patient stated she only administered 10 units of insulin. The patient stated that one hour after the bolus, she felt nauseous. The patient reported that her husband got her3 sugar tablets and orange juice and she took them as self-treatment of the elevated bg. The patient reported that at 11:49 pm her bg was 49 mg/dl and at 11:58 pm it was 48 mg/dl. The patient did not disconnect from the insulin pump after receiving information that she had a low bg. The patient stated that she then took 3 sugar tablets and she reported feeling shaky. Animas customer technical support (cts) verified with the patient that her husband was with her at the time of the call. Cst reviewed with the patient the importance of disconnecting the tubing from the site in the event the patient would have a low bg. Cts reviewed that the pump was functioning properly. The patient was advised by cts to follow up with her ipt trainer or her health care provider regarding her low bg occurrence for possible setting changes as needed. The patient was advised by cts to continue to monitor her bg and to connect back to the pump when her bg is above target range. The patient's bg at the conclusion of the call with animas cts was reportedly 85 mg/dl. The patient continued on ipt. This complaint is being reported because the patient experienced a serious adverse event of bg excursions while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.